Event description:
The complainant stated that the right foot siderail sensor cable is cut exposing bare metal wiring.

Manufacturer narrative:
The account replaced the foot siderail switch sensor cable to repair the bed.